Event description:
It was reported during a device change out procedure, an alert for a possible hv lead issue was seen. High voltage lead impedance was low and out of range on the svc vector. Device was reprogrammed to use a different shock vector. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.